Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to charge as it was placed too deep. The patient underwent a procedure where the ipg was moved closer to the surface for charging. The patient was doing well postoperatively, and the device remains implanted.